Manufacturer narrative:
The primary di, production identifier of lot number, model and 510k identification were not available from the consumer. Multiple attempts were made to obtain more information. ¿with no means to determine the actual product, manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 1 of 2. Consumer reported via email that upon attempted removal of a tampon, she discovered the string was missing. She was able to remove the pledget from her vaginal cavity. She reported experiencing distress and pain. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.